Event description:
Customer reported that the sensor glucose readings and the blood glucose readings were off. It was noted that the sensor was reading 70 mg/dl when the blood glucose readings were really 29 mg/dl. Customer stated that they did not receive an alarm with the low. No further information reported. Customer also received a sensor error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.